Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely depressed calcium result on the architect c8000 analyzer. The following data was provided for a female patient (mmol/l): sid (B)(6) initial 4.43, repeat 2.38 mmol/l. The following patient information was also provided: the patient has a pacemaker and takes anticoagulants. There was no impact to patient management reported.